Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented in clinic for repositioning of the lead. During procedure, it was noted that the helix of the lead could not be extended. The lead was ultimately explanted and replaced with new lead. Patient condition was stable.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned with its helix extended and clogged with blood / tissue. Visual and x-ray examination of the helix mechanism found no anomalies although the inner coil at the connector region was noted to be over torqued. The cause of the reported event was isolated to the helix clogged with blood / tissue and the inner coil over torqued at the connector region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Correction: the "user facility" should have also been selected under section g2.